Event description:
It was reported that the 7700 system had a physicist discrepancy of the field size measured too large. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was found to be working as intended and put back into service.